Event description:
It was reported that the insulation of the right ventricular lead became wrinkled during the implant procedure. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event a twisted lead was not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts.